Event description:
Near the completion of transurethral resection bladder clot resection, 2 foreign bodies were identified in the bladder measuring 5x4 mm and 2x2 mm respectively. An unsuccessful attempt was made to remove the largest of the 2 foreign bodies with a grasper under direct visualization since it would not pass through the resectoscope sheath. Under fluoroscopic guidance, the foreign bodies were identified as broken fragments from the beak or tip of the resectoscope sheath. The larger foreign body could not be removed and remained lodge in the right lateral wall of the bulbar urethra. A planned removal and possible repair of the urethra will occur following an allotted period of time.